Event description:
Description: customer stated that the driver arms are not staying secure against plunger of syringe when attemping to bolus. The driver arms were not advancing forward and nothing exited. Customer admitted dropping device on hardwood floor from about waist high and is possible that problem existed since the drop.